Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A patient with an external neurostimulator (ens) trial system reported they were feeling sudden stimulation in the wrong location. They thought the lead that was on the right side moved. When they increased stimulation they felt it in their back instead of their lower limbs. The stated they called their healthcare provider and they were told to switch to the left side. During the report, they switched to the left side. Later that day, the patient reported they had pain atthe incision site. Follow up from the healthcare provider on (B)(6) 2016 reported the trial leads were removed on (B)(6) 2016 and the issue was resolved.